Event description:
Bd insyte autoguard bc 20ga appears to have a defect in the product where the catheter meets the pink hub - blood was leaking out; air was in connected tubing when checking for blood.